Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 53-year-old male was admitted for acute decompensated heart failure. He was implanted with an impella 5.5 for support and transported to a higher level of care. Pressors were able to be weaned off. He was started on continuous renal replacement therapy (crrt). He was hypotensive requiring additional medications. The patient was listed for heart/kidney transplant. He had multiple suction events most likely due to aggressive volume removal. There were some issues with loss of aortic placement signal waveform but did not impact the patient. The sterile sleeve was torn at the distal end however, it was covered and monitored closely without issue. He was supported without issue until he was transplanted on (B)(6) 2026 and the impella was discontinued. Most likely his renal issues were secondary to his acute heart failure, and his hypovolemia was from aggressive diuresis.

Manufacturer narrative:
Section d1 brand name corrected. Section d4 catalog number was corrected. H6 codes have been updated.

Manufacturer narrative:
B5 clinical narrative updated.

Event description:
Updated clinical narrative: a 53-year-old male was admitted for acute decompensated heart failure. He was implanted with an impella 5.5 for support and transported to a higher level of care. Pressors were able to be weaned off. He was started on continuous renal replacement therapy (crrt). He was hypotensive requiring additional medications. The patient was listed for heart/kidney transplant. He had multiple suction events most likely due to aggressive volume removal. There were some issues with loss of aortic placement signal waveform but did not impact the patient. The sterile sleeve was torn at the distal end however, it was covered and monitored closely without issue. He was supported without issue until he was transplanted on (B)(6) 2026 and the impella was discontinued. Most likely his renal issues were secondary to his acute heart failure, and his hypovolemia was from aggressive diuresis. Update due to additional information received: while the patient was in the intensive care unit (ICU), there were low purge flow alarms requiring tissue plasminogen activator (tpa) to be initiated, which resolved the issue. The nurse noted the sterile sleeve to be torn at the distal end. The sleeve was wrapped in tegaderm and secured after betadine cleaning. No manipulation/repositioning was required.